Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 338 mg/dl and the sensor glucose was 68 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to blood glucose and sensor glucose difference. The difference between the blood glucose and sensor glucose value was 68. Customer¿s other relevant blood glucose level was 308 mg/dl. The sensor will be returned for analysis.